Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Symptoms reported include vomiting. Patient believed the cannula did not fully insert based on chosen placement area on the body, and stated she did not check her bg levels or give herself needed boluses; according to her, this caused the medical event. The pod was removed in the ER and patient was treated with fiasp insulin. She also reported the adhesive was not secure and the cannula was bent upon pod removal. The patient was released after spending 8 or 9 hours in the ER.